Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a cannula detached from the carrier. The sensor insertion was at the abdomen on the (B)(6) 2016. No additional even or patient information is available.